Event description:
Procedure: lcs duofix revision - left knee.

Manufacturer narrative:
The lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.